Event description:
Information was received indicating that the flange to a smiths medical portex® bivona® uncuffed tracheostomy tube broke off. There were no reported adverse effects.

Manufacturer narrative:
One photo of the device was returned for evaluation. Upon review, the eyelet of the flange was noted to be broken. The reported customer complaint is confirmed. Production personnel reviews the parts 100% before assembling them to see if they have any molding issue. The most probable root cause is that device damage occurred after the product left the shm facility.